Event description:
It was reported that a patient presented remotely via merlin. Net, the pacemaker (pm) exhibited under-sensing. The pm was reprogrammed and continue to be monitored. The patient was stable throughout.